Event description:
It was reported that a pt underwent a robotic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device jammed and stopped working. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.